Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment; the display was out of electrical specification. It was also found that the upper case and one side bail cover were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis initially confirmed the customer comment; the display was out of electrical specification. The display subassembly was then further analyzed. When the subassembly was placed into a testing unit power-up was normal, upper and lower display operated normally, all display elements operated correctly. In-depth analysis could not reproduce the failure mode. It was also found that the upper case and one side bail cover were broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the epg (external pulse generator) had no lower menu display. No patient complications were reported as a result of this event.